Event description:
The complainant reported that they encountered delivery issues and guidewire product damage. After implantation of an impella cp, the pigtail appeared rotated and the impella cp appeared kinked between the motor and the bend of the cannula. The physician attempted to reposition the device but was unsuccessful. As a result, the impella cp was removed through the peel away sheath and the 0.018 guidewire was damaged during the process. A 0.014 300 centimeter whisper wire was used to successfully implant the pump. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this file represents the pump. The related manufacturer device report number 1220648-2025-45884 represents the guidewire.

Manufacturer narrative:
The returned product confirmed cannula kink no patient anatomy complications were noted. The cause of the positioning issue was likely a use related issue. The cause of the cannula kink was likely use related as issue did not reproduce on second attempt at pump delivery and no patient issues were noted. The pump passed all post sterile inspection checks.